Event description:
Reportedly, the device was explanted after implant due to a significant leak dectected on toe. The patient was fitted with a size 23mm valve. Following the operation, the toe showed a significant leak. The surgeon decided to reoperate to remove the valve. The leak appeared to be between the leaflets and the ring of the device. The surgeon replaced the valve with a size 25mm valve.

Manufacturer narrative:
Claim of valve explanted at implant due to a significant leak cannot be confirmed. The valve was sent to research and development for functional testing. As received the valve exhibited minor non through tear at the cusp area of leaflet 2 along the attachment at the outflow aspect. The disruption was most likely due to mechanical damage at explant. No inconsistencies detected in the x-ray as the wireform was intact. X-ray. On (B)(4) 2012, edwards took possession of the device for return and evaluation. On (B)(4) 2012, the initial evaluation was completed. Additional testing is required and the device has been forwarded to our research and development lab for functional testing.

Manufacturer narrative:
Additional manufacturer narrative: conclusion: (B)(6) 2012 research and development concluded their functional testing with the follow statements: the customer reported that, following initial aortic valve replacement, there is mild aortic regurgitation with characteristics suggestive of paraprosthetic regurgitation; the jet has a posterior origin (adjacent to the noncoronary cusp and near the noncoronary - right coronary commissural post). Edwards performed standardized in vitro tests in both the as-received, unsealed condition, and after sealing - to mimic the natural clotting process. The unsealed valve showed a 12.9 % total regurgitant fraction (trf), largely through a noncentral path. Subsequent re-testing of the valve, with the sewing ring sealed shows that the trf was reduced to 2.2%. This value is more than four times lower than 10% allowance per iso5840: 2005 for this size of valve. These data demonstrated that majority of the regurgitation observed in vivo appears to be through or around the un-sealed sewing ring and stent assembly areas, which is consistent with the findings from the echocardiography. This type of non-central leakage is typical for this type of bioprosthesis, which should be reduced to a negligible level shortly after the reversal of heparin's effect during the implant procedure. Corrected data: echo results were added.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Device is being returned for evaluation. Information provided by health care provider indicates the patient remains hospitalized in stable condition.